Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to remove the abutment and revised the skin within the same surgery. The internal fixture remains.